Event description:
A copy of the medwatch report from FDA was received, which states, "alaris large volume pump infused intravenous fluids at inappropriate rate (too fast) due to broken platen door upper hinge. This type of defect has been associated with free flow events historically". There patient involvement but the impact is unknown.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause : the root cause for the reported issue that device had free flow event with ivf was not determined because no product or device logs were returned.